Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to pain. The modular head, acetabular cup and liner were removed and replaced with a biomet head and a competitor cup and liner.